Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 5.1 was not reading as closed and would not be opened manually. A field service engineer found that the inseparable magnet had been smashed, causing damage to the latch and sensor. A field service engineer replaced the latch catch with new sensors and installed a spare inseparable from another site. After the repair, the drawer successfully detected open and close functions in both hardware test application and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie drawer failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.